Event description:
Cement did not mix well in normal situation. Powder doesn't mix and looks like sand. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation:evaluation results suggest that this event could not be verified.